Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of hospitalization was within the 700 mg/dl range, and she could not get her blood glucose below 600 mg/dl despite treating with an insulin pen. The mother stated that the customer urinated every five to ten minutes and kept retching as if she wanted to vomit. The customer was unable to change her infusion site. Her kidney function had also reduced to 30 percent, though by the time she was released from the hospital her kidneys functioned normally again. When the customer removed her infusion set she discovered that the cannula was bent. The customer primarily blames her health care provider for this particular hyperglycemic episode due to medication that he had put her on for low blood glucose levels that she had been experiencing. No products were shipped or returned.